Event description:
During a standard treatment an electrical dental handpiece got hot and caused a burn on lower lip of pt. Burn was small and has already healed. No medical care was necessary.

Manufacturer narrative:
The analysis did show that the bearings have been gritty and the head had dents which caused the backcap to stick in. This caused the head to heat up. Reported due to the 2 year presumption rule.